Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 407 mg/dl, 427 mg/dl, 460 mg/dl, 104 mg/dl and 157 mg/dl. The customer treated high blood glucose with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the basal rate and bolus wizard was programmed accurately. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.